Manufacturer narrative:
Batch review performed on (B)(6) 2024 lot 110832: (B)(4) items manufactured and released on 13-apr-2011. Expiration date: 2016-03-31. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient pain due to a distal periprosthetic femoral fracture (at the distal tip level) and the cause is unknown. At 11 years and 2 months post priamry the surgeon cabled the fracture and revised the stem with a competitor stem. The surgery was completed successfully.